Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced syncope and a possible inappropriate shock from the right ventricular (rv) lead possibly due to far-field r waves and occasional atrial undersensing on the right atrial (ra) lead. The rv and ra leads remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced syncope and a possible inappropriate shock due to the device failing to withhold therapy for far-field r waves and occasional atrial undersensing on the right atrial (ra) lead. The device and ra leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed and there were no anomalies found. (B)(4)